Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient had to be hospitalized with diabetic ketoacidosis and at the hospital the patient was placed on an intravenous therapy of insulin, fluids and potassium. The patient¿s blood glucose levels were not reported. In addition, it was noted that there were changes made to device settings and insulin doses as a result of the event. The details of those changes were not indicated.

Manufacturer narrative:
The returned product was evaluated and performed as designed. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. The root cause of the alarm could not be determined conclusively. No product defect or deficiency that would have contributed to the reported hyperglycemia was found.the product was returned with a different lot and sequence number than was reported and noted on the initial MDR. Lot number changed from unavailable to l43040. Expiration date changed from unavailable to 10/05/2018. Sequence number changed from unavailable to (B)(4). Device mfg date changed from unavailable to 04/06/2017.